Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter did not power on with button depression or test strip insertion. The meter was de-cased and component is broken or has contamination on it although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section d4 (device expiry date) has been updated based on the returned product download. Meter (B)(6) has been returned and investigated. Visual inspection was performed in the returned meter and no issues were observed. Retained batteries were inserted and the indicator lights did not flash. The meter did not power on with button depression, cal bar or strip insertion. An attempt to download the meter was unsuccessful. The meter did not communicate with the computer or the usb cable. The meter was de-cased and an internal inspection was performed. No issues were observed. Extended investigation has also been performed. Visual inspection was performed, and no damage or contamination was observed. A power supply was connected to the meter and the (cpu) central processing unit was measured and was within specifications. No oscillations were observed on the y1 crystal. Mix match testing was performed to determine the cause of the reported issue. The crystal was swapped with a known good crystal and the crystal capacitors were re-flowed. Again, no oscillation was observed. The reset signal was measuring low which indicates a broken component or contamination. The capacitor was rotated out of the circuit and the reset signal was successful, indicating that the signal was intermittently faulty due to the c27 capacitor. The c27 capacitor was observed to be coated with flux and dirt and was measuring out of specifications. The capacitor was cleaned, damage or contamination was no longer observed. The capacitor was measured again and is now within specification. The failure of this part is due to liquid & dirt contamination from the outside of the meter to the inside through the openings of the micro usb port. (Remaining flux on the capacitor is not a failure without imbedded contamination).therefore, the issue is not confirmed to a use due to contamination of the capacitor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.